Event description:
The customer reported that the rotator broke while injecting contrast. There was spray. No harm or injury was reported.

Manufacturer narrative:
Device evaluation: the suspect device has not been returned for evaluation. Conclusions: a follow-up report will be submitted when the evaluation has been completed.